Manufacturer narrative:
(B)(4). Mfg. Site name - (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. UDI= (B)(4).

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2016-03113 pertains to the first resolution clip device and manufacturer report # 3005099803-2016-03114 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the first clip was deployed, but the clip failed to release from the catheter and was removed from the patient. The second clip was then deployed; however, the clip also failed to release from the catheter and was found inside the scope channel upon inserting the third clip. The procedure was completed with the third resolution clip. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. No patient complications have been reported as a result of this event.